Event description:
A malfunction was reported on the pump, with the caller indicating no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and call back if any further issues arise.